Manufacturer narrative:
(B)(4). Approximate age of device- 4 years and 5 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the evaluation of a log file by the manufacturer's technical services revealed a no external power event on (B)(6) 2017 that appeared to be related to a loss of power to the mobile power unit (mpu). Additional information was requested, but not yet provided.